Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(6), implanted: (B)(6) 2012, product type catheter; product ID 8840, product type programmer, physician; product ID 8840, product type programmer, physician. (B)(6).

Event description:
It was reported that the patient was admitted to the emergency room (ER) on the day of the report. The reporter was unsure of the patient¿s symptoms at the time of the report. On monday, (B)(6) 2013, at 1pm, the patient was refilled with 2000mcg/ml concentration. However, the healthcare provider (hcp) who filled the pump thought it was the previous 500mcg/ml concentration, so a bridge bolus was not done. The patient¿s symptoms of nausea and vomiting started the same day. The symptoms progressed to mental status changes, which prompted taking the patient to the ER. At the time of the report, another hcp had already turned down the dose. The hcp who did the refill was one his way to the patient. The 500mcg/ml worked its way through the system well within the first 24 hours post-refill. So, at the time of the report, the patient¿s entire system contained the 2000mcg/ml concentration. The catheter volume was 0.191ml with a flow rate of 0.7ml/day. It was planned to reprogram the pump to reflect the concentration and adjust the dose as needed and monitor the patient. The device system was used to deliver baclofen. It was later reported that the pump was programmed to 100mcg/day with a previous dose of 350mcg/day. On (B)(6) 2013, it was calculated that the 500mcg/ml drug was out of the system, so the pump was programmed to 2000mcg/ml on minimum rate mode. The hcp aspirated 30cc of cerebrospinal fluid (csf) from the catheter access port (cap) and the catheter was not primed at that time. The patient was obtunded and put in the intensive care unit (ICU). The morning of (B)(6) 2013, the patient was awake, talking and complaining of ¿feeling tight.¿ by the afternoon, the patient was feeling ¿tighter and tighter¿. A priming bolus of 0.185ml was programmed to fill the catheter. The pump was programmed to 100mcg and would be titrated up as needed. At the time of this report, the patient was verbalizing, aware of what happened, and still feeling a little tight. It was later reported that the hcp forgot to change the drug concentration in the programmer at the refill on (B)(6) 2013. The patient was sent to the ICU for neurological checks. As of (B)(6) 2013, the patient¿s spasticity was returning. Additional information was requested but was not available at the time of this report.

Manufacturer narrative:
Corrected information: conclusion codes no longer applicable.

Manufacturer narrative:
Concomitant medical products: product ID 8840, serial# (B)(4), product type: programmer, physician. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the pump was being used to deliver lioresal 2000 micrograms per milliliter at 300 micrograms per day. Baclofen intrathecal treatment started on (B)(6) 2012 and was ongoing as of the date of this report. The patient was also taking aspirin, pepcid, lipitor, and benedryl at the time of the event. The patient was experiencing nausea, vomiting, and a change in mental status when admitted to the hospital on (B)(6) 2013. It was discovered through viewing records from the health care provider's office notes that the baclofen concentration had been changed, but not programmed correctly. The pump was turned down to minimum rate and neurosurgery was asked to aspirate the catheter tubing by accessing the side port. The patient's mental status improved and the baseline dosing was beginning to be titrated back up. As of (B)(6) 2013 the patient was in rehabilitation and doing well. The patient was back to 325 micrograms per day and spasticity was well controlled.